Event description:
The pt reported the surgeon implanted a micl 12.6mm implantable collamer lens in her left (os) eye in 2008. The pt is experiencing complications. She reported that it feels like the lens moves and it hurts. The doctor's office was contacted. The doctor said the pt was not a candidate for lasik. The pt had preoperative astigmatism, had prk performed the following month. The pt's last visit was in 2009, was doing well. Her uncorrected bcva is 20/20 and had dry eyes. Icl remains implanted. See MFR report # 2023826-2009-01085 for other eye.

Manufacturer narrative:
Lnes moves. Eval: results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions - (no conclusions can be drawn). Based on the complaint history and work order search, a specific root cause of the event could not be determined.